Manufacturer narrative:
System analysis/service repair on august 17, 2016: the reported issue of "fiber poet overheat" was confirmed while firing laser at 180w and noticed the fiber temperature rise from 27c to 40c in 4c- 6c increments within 15 seconds. The resonator was replaced. The laser system was started again at 180w while observing fiber temperature. It was noticed that the temperature went from 27c to 29c in 4 minutes non-stop. The system time 1393:34:33; lasing time 336:05:p13; lasing energy 13900836 and fiber use 729 was noted. System output and operations were verified. The system was tested and verified to meet manufacturer specifications. The replaced resonator s/n (B)(4) was received at the manufacturer on september 19, 2016.

Event description:
It was reported that at the beginning of a prostate procedure, "fiber port overheat error occurred". The tech used two different fibers - 1st fiber used reached 3000 joules and 2nd fiber reached 900 joules. The tech was unable to complete the case and it was rescheduled. Patient/user outcome: "no serious injury" reported. It was further reported that "the resonator was replaced on the laser and the procedure was completed on (B)(6) 2016." There was "no patient injury" reported.

Manufacturer narrative:
System analysis/service repair was performed in the field on august 17, 2016. The replaced resonator s/n xpr10151 was received at the manufacturer on september 19, 2016. Product evaluation: resonator evaluation was completed on october 14, 2016 and noted no damage on crate and no external damage to the resonator. The fiber port overheat was confirmed; the coupler lens was noted burnt on the outside. The pcb was burnt on fiber coupler assembly; the feed through board was noted being down revision; unstable power after 90amps; frozen indicator was purple; one of the screw was noted loose inside the cavity from the shutter assembly. The coupler lens with holder; feed through board; coupler cable assembly and desiccant were replaced. The screw was tightened on shutter assembly. The resonator power was re-peaked and a new test report was completed. Probable root cause: based on the analysis results, the root cause was determined to be burnt coupler cable assembly in the resonator.